Event description:
On or about (B)(6) 2008, the plaintiff was implanted with an ams sparc sling to treat for stress urinary incontinence. It was alleged by the plaintiff's attorney that the product, "has caused plaintiff severe and permanent bodily injuries and significant mental and physical pain and suffering."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.